Event description:
The customer reported that approximately 20 to 30 ml of clear fluid leaked from the hmx autoloader right side panel and onto the counter while running samples. There was no biohazard exposure to mucous membranes or open wounds.

Manufacturer narrative:
The field service engineer (fse) found leak cut (tear) in tubing at pinch valve (pv49) on right side of system. He replaced all tubing in pv49 and performed startup for verification and no leaks were noted, issue was resolved. No erroneous results were generated. The failure mode identified is likely to cause erroneous results for all parameters due to sample dilution or carryover. (B)(4).